Event description:
It was reported an asymptomatic patient presented in clinic for follow-up after receiving a notification due to post-paced t-wave oversensing. The device was reprogrammed successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.